Event description:
The customer reported to olympus, the image from the gastrovideoscope was defective and had a black dot. The device was returned and an evaluation at the repair center revealed a gap of adhesive on the distal end, between the acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to damage on charge coupled device (ccd) unit, the image had black dots. There were few additional findings. The nut of the elevator channel plug was loose. Due to wear of forceps elevator lever, up/down knob could not be locked securely. Scope body had a crack. Suction cylinder had discoloration. Grip had a scratch. Due to a dent on light guide cover, water tightness was lost. Due to a chip on objective lens, the image had dark area partially. Due to damage on ultrasonic probe, the number of missing elements exceeds the standard value. Due to damage on acoustic lens, displayed ultrasound image is defective. Acoustic lens was damaged. Distal end and connecting tube had a scratch. Adhesive around light guide lens was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed gap between the acoustic lens and the ultrasonic probe could not be determined, however, the issue was likely the result of equipment damage due to mishandling by the customer and normal wear and tear. The event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.